Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated the batteries are newer. The dealer stated the unit will run and stop, the unit will then not run.